Manufacturer narrative:
(B)(4) device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a sealed arterial catheterization device with the guide wire handle partially advanced and the guide wire protruding from the needle tip, but stick in the needle. The guide wire was forcibly removed by pulling the handle out of the back of the chamber. Upon removal, the guide wire was found to be kinked. The catheter had a puncture and stress marks at 7 mm from the tip. The damage appears to be the result of the needle bevel being pushed through the catheter body wall. The provided instructions states that the catheter should be advanced off the introducer needle with a slight rotating motion only after insertion into the vessel. Additionally, the user is warned not to reinsert the needle into the catheter to minimize risk of catheter damage. The device history records for the catheterization device were reviewed with no relevant findings. Operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). When the sample was recieved for MDR# 9680794-2016-00014 two damaged products were incldued. A second complaint was opened and this report is for the second event. When 9680794-2016-00014 was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed in the operating room. The anesthesiologist was inserting the arterial catheter and had arterial blood flashback. When trying to remove the guidewire it would not slide out of the catheter. The physician had to forcefully remove the entire catheter set. As a result, another one was inserted from the same lot number and again they had the same issue. There was a delay in treatment with no patient harm and no patient death or complications reported.